Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital for gi bleeding. Anticoagulation was reduced. The patient will continued to be monitored. No additional information was provided.

Manufacturer narrative:
Approximate age of device is 3 years, 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was listed as status 1a(b) due to having experienced multiple gastrointestinal (gi) bleeding events and received a heart transplant on (B)(6) 2015. The patient was not having an acute gi bleeding event at the time of the transplant.